Event description:
During a permanent procedure it was found the lead had invalid impedances. The lead was removed and a different lead was used to complete the case. The procedure was extended 10 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.